Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the aspiration failure occurred during cataract surgery (with (iol) intraocular lens implant). It was unknown whether the surgery was completed or not. There was no patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The returned fluidics management system (fms) cassette was visually inspected. The drain bag was detached from the drain bag tape on the cassette cover due to saturation. Both irrigation and aspiration luers were intact. Flare shape was observed in the blue socket fittings at the aspiration tubing insertion end. A dent was observed in the center of the aspiration diaphragm. The product was tested using a calibrated system console with the current software. The product could be recognized, and the service data could be retrieved from the console. During priming, the irrigation and aspiration valves turned properly. However, the product failed to prime, and generated a system message code 164. The dent on the aspiration diaphragm prevented the aspiration pressure sensor (aps)sensor to measure the aspiration flow. The investigation conducted a non-conformance review of the reported lot number. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation the root cause of the customer's complaint could not determine conclusively when, where or how the dent occurred on the aspiration diaphragm no further investigative or manufacturing actions are warranted at this time as the exact root caused could not be conclusive be determined at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).